Event description:
The customer initially contacted co on 6/10/96 via the customer service 1-800 number and complained that she was obtaining low readings. No mention of her child experiencing a febrile seizure was made. When she sent the unit back to co, she enclosed a note reporting the fact that her child had experienced a seizure. The consumer's letter states that her son is prone to febrille seizures. When using the thermometer the evening preceding the seizure, she obtained a reading of 101.9f on her son. She continued monitoring him, and states his temperature remained around 101.9f through the night. The next morning, his temperature registered 98.7f on the thermometer. About 20 minutes after obtaining this reading, her son had a seizure. Shortly after the seizure, she took her son's temperature using a digital thermometer and obtained a reading of 103 f. No medical intervention was sought.